Manufacturer narrative:
(B)(4). The reported problem of broken latch door was confirmed by visual inspection in the sample evaluation. To resolve the reported problem, the door latch assembly was replaced. If additional information becomes available, a follow-up report will be submitted.

Event description:
It was reported to baxter that a flogard infusion pump had a broken door latch. Process step is unknown. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.